Manufacturer narrative:
Zimmer biomet complaint number: (B)(4).

Event description:
It was reported that the implant was removed due to a fracture.

Manufacturer narrative:
Zest per # (B)(4). The reported device was not returned for investigation. Since products have not been returned, visual/functional inspection could not be performed by the manufacturer. No physical evaluation can be performed; therefore, no findings are available. Zest was unable to find evidence of a manufacturing issue per current records, and believes that the components do not present any manufacturer errors. The issue is being tracked and trended with no further actions taken at this time. It was reported that the screw of a locator abutment fractured. The reported complaint could not be verified. Root-cause or most likely root-cause cannot be determined based upon the information provided the following sections have been updated: d4: expiration date, UDI . H3: device evaluated by manufacturer: change ¿no' to 'yes' . H4: device manufacture date . H6: evaluation codes . H10: additional narrative.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the locator abutment screw fractured. The implant system was not affected and remains implanted.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been corrected: b5: describe event or problem.